Event description:
So my boyfriend was playing with my breasts thursday night and I suddenly experienced a pain in my left side near my rib cage and I suddenly passed out. I¿ve been having a dull pain in this area for about a year now but this time it was much worse. I don't know if it has to do with my implants or something else.